Event description:
It was reported to ventec that a patient circuit (pediatric, active, heated, with oxygen) broke during patient use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter.

Manufacturer narrative:
The patient circuit from the event was returned to ventec; however, due to biological contamination and the distributor not properly labeling them with the appropriate reference numbers they were discarded. Ventec reviewed historical complaint data related to broken circuit bond joints and initiated an investigation to determine root cause and identify any further actions to correct the issue and prevent recurrence. It was observed that complaints reporting broken circuits were primarily heated circuits of the non-over molded design. Patient circuits that were in ventec's complaint retention which had previously been reported as having broken bond joints were evaluated by ventec. The ventec engineering team reviewed expected use cases, materials, and conducted additional testing to understand potential root causes and contributing factors. The investigation determined that the root cause of the reported issue was potential degradation of loctite 4601 strength in the polycarbonate/polypropylene connection due to high temperature and near saturation humidity conditions. Ventec had changed the design of the patient circuit to an over-molded connection back in 2020 and is currently being implemented. Ventec also conducted a risk assessment based on reasonably foreseeable sequence of events. That risk assessment concluded overall risk is within acceptable limits. If the glue bond were to break during usage, the vocsn system has leak detection mitigations such as the patient circuit disconnect alarm, low inspiratory pressure alarm, and low minute volume alarm to alert the patient, caregiver and/or medical personnel. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.